Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient right atrial (ra) and right ventricular (rv) leads lost slack. This rv lead was pulled back into the atrium and exhibited loss of capture (loc) which suggested a dislodgment. A field personnel stated the patient was not dependent and asked if specific settings were off-label. Boston scientific technical services (ts) confirmed the intended settings would be off-label if programmed.